Event description:
During a cardioversion of a female patient, the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. There was no adverse effect to the patient, due to the reported malfunction. Subsequent testing of the device was unable to duplicate the malfunction.

Manufacturer narrative:
This follow-up medwatch report is correcting information submitted on the follow-up medwatch report submitted on march 2, 2006. Section h10 should have stated: the malfunction was duplicated and attributed to a transformer on the hv module.